Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported one patient sample that was identified as having anti-jkb by the echo analyzer and did not react with 0.8% selectogen lot vs842 cell#2 which is jka+jkb+ in igg gel card lot 020915001-22 exp 01/07/16 in manual method (15 min incubation). Customer does not have any more sample available for additional testing. Patient has not had a recent transfusion as per this facility's records, no confirmation of prior transfusions were available. Qc data passed on the day of testing with no issue. All reagents stored as per the IFU and passed visual inspection prior to use. Customer performed this supplemental testing to confirm the echo's positive results since they had seen previously many false positive reactions generated by the analyzer and questioned this patient's results.